Event description:
It was reported, "pt complained of pain following tha in 2003. Pt was followed for a period by their surgeon. Acetabular cup showed radiolucent lines on several x-rays and began to medialize. The following month pt's hip was revised. The cup was obviously loose and was removed."